Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient wanted a rep to help adjust one of his programs on his stimulator. The patient said he has four programs and program c is up in his ribs too much. The patient added that program d he would like to be split to his left and right side because right now he was not able to control both sides. The patient said he has had increased neuropathy in his feet that feel like pins and needles in the bottoms and he has tried to change programs to address that issue. The patient added that one of his programs was using more of his battery than the device normally does so he has to recharge more often. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.